Event description:
It was reported to philips that the system gave an alert indicating that multiple focus was not available, which can impact the imaging. No harm was reported to philips. Philips has started an investigation of this complaint.